Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of universal cable the outer protective layer of the light guide bundle is damaged. The most probable cause of the complaint is cause traced to component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device outer protective layer of the light guide bundle was damaged. The event occurred during cleaning and disinfection of the device. There were no reports of patient involvement.